Manufacturer narrative:
(B)(4).

Event description:
It was reported that the coating of the guidewire was exposed and peeled off. The target area was located in the biliary tract. A flexima apdl was selected for use. During unpacking, outside the patient's body, when the guidewire was taken out it was noted that about 5cm of the tip from the device coating was exposed and peeled off the wire. Also, the exposed part was kinked. The procedure was complicated with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the returned product consists only of guidewire included in the kit as the flexima drainage catheter was disposed by the facility. The guidewire returned was loaded in the hoop and with distal end kinked, as part of overall visual revision. Visual inspection observed that the returned guidewire precoat polytetrafluoroethylene j type had a kinked at the distal section and no peeled sections were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the coating of the guidewire was exposed and peeled off. The target area was located in the biliary tract. A flexima¿ apdl was selected for use. During unpacking, outside the patient's body, when the guidewire was taken out it was noted that about 5cm of the tip from the device coating was exposed and peeled off the wire. Also, the exposed part was kinked. The procedure was complicated with another of the same device. No patient complications were reported.